Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter product ID: non-medtronic product type: catheter product ID: non-medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the first 10 radiofrequency applications could not be delivered because of a temperature issue. The catheter was replaced which resolved the issue. The patient experienced a transient complete av block. After ablation in the left ventricle, a dissociation between the atria and the ventricles was observed. The localization of premature ventricular contractions was noted to be near conduction pathways. An atrioventricular block occurred following a 2-second pulsed field ablation above a site previously ablated with a 10-second radiofrequency application. The rhythm did not change at the end of the procedure. Thirty minutes later, the patient had recovered and was in a 1:1 rhythm. The complete heart block did not resolve with medication. The heart block resolved spontaneously.